Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 136mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. The pump was received with cracked reservoir tube lip, minor scratched display window and missing end cap sticker.